Event description:
The wire was removed from the dispensing tube by pulling on the distal end. The physician then tired to reshape the curve of the 195cm atw wire and found the tip and shaft were loose. The product was not used in the pt.

Manufacturer narrative:
Additional info will be submitted upon 30 days of receipt.